Event description:
Gynecare abbrevo tvto made by j&j for sui. I am (B)(6) and this product has ruined my body, my family, and my life. I am not as mobile as I was, can no longer have sexual relations with my husband, can't sit or stand for long periods of time. I get infections constantly and am generally sick just about every day. Please take these mesh products off the market and save others. It makes no sense to me why it is still being sold and implanted.